Event description:
It was reported that this device, which has been implanted approximately four years, has reached end-of-life (eol) battery status. The doctor will get the patient to come in for replacement. There were no adverse patient effects. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.